Manufacturer narrative:
The user has reported a retraction during use problem. The user eventually retracted the needle. However, this was only possible due to cutting off the device handle. This complaint report, adopting a conservation approach, still meets the reporting criteria of an FDA MDR malfunction report based on the reporting precedence established for proximal needle breakages and/or the non-retraction of the needle. The echo involved in this complaint was not returned for evaluation. With the information provided, a document based investigation was carried out. The complaint information received indicated that the device involved in this complaint was an echo-hd-19-c (echo). The lot number of this echo device was not provided; therefore, it was not possible to check if any of the affected lot remained in stock. As the lot number of the echo device involved in this complaint was not provided it was not possible to review the relevant manufacturing records. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. From the information provided, it is believed that this complaint is related to the non-retraction of the echo needle. The complaint information also indicated that the handle was cut from the device to bring the needle into the sheath and was withdrawn safely from the patient. The most likely cause of this complaint is that the needle may have been damaged on its introduction into the endoscope or during use if the stylet was not in place during advancement of the needle or if the device was being used in a tortuous anatomy. If the needle was kinked/bent during use this could prevent needle retraction into the sheath. As the device was not returned for evaluation and conditions of device usage cannot be replicated in the laboratory, it is not possible to definitively state if this is the root cause of this complaint. The notes section fo the instructions for use that accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." It was confirmed that no part of the needle remained in the patient. No adverse effects to the patient were reported as a result of this occurrence. The customer complaint was confirmed based on customer testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The procore needle was advanced through the linear echoendoscope. On the first pass, the doctor tried to advance the needle into the site to be biopsied. The needle extended but would not retract. They tried using the handle of the needle to try to bring the needle into the sheath. The needle was brought inside the sheath after cutting the handle off and then the scope and needle (inside the sheath) were withdrawn safely from the patient. They were able to complete the procedure safely with another procore 19 needle. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.